Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a nanocross 014 percutaneous transluminal angioplasty balloon catheter was identified with the distal marker band completely missing. The procedure involved the right peripheral arteries (superficial femoral artery and popliteal artery) at the mid and distal segments. A 6f 65 cm sheath and a .014 guidewire were used, embolic protection was not used, and there was no resistance when advancing the device. The instructions for use were followed without issue, and there was no damage noted to the packaging or issues when removing the device from the tray. The device was safely removed from patient. The procedure was completed using a new device, and the patient was reported alive with no health consequences or impact.